Event description:
Patient called lfs alleging that the one touch basic enhanced meter would prompt "clean test area". No symptoms were reported during the time of concern. Patient reported contacting a medical professional for advice, however, patient could not recall or was unwilling to indicate if pateint received any other treatment. The customer service rep discovered that the patient was using correct testing techniques, had replaced the battery less than 1 year ago, and was cleaning the meter correctly. The meter prompted "clean test area" following the troubleshooting steps. Pt's meter was replaced. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information suppled by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.